Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0e60z, implanted: (B)(6) 2014, product type: lead.

Event description:
A patient reported their battery was turned off by their healthcare provider (hcp) about three months prior to the report because their leads were broken. Follow up from the hcp stated that the patient had been experiencing increased urinary urgency and frequency. They did an electrode impedance check and all programs were >4000. The patient was given medication to control their overactive bladder symptoms. They did not want a replacement at the time of the report and there were no falls or traumas related to the event. The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
Analysis of the neurostimulator model 3058 serial # (B)(4), showed no anomalies. Analysis of lead model 3889-28 lot va0e60z showed all conductors were broken 4.0 cm from the distal end of the distal segment. Conductor coils were crushed in the medial segment at 0.8 cm, 1.5 cm, 4.3 cm, and 13.0 cm from the distal end. Conductor(s) were cut 5.3 cm from the proximal end of the lead. It was noted that 2 conductors were broken 1.5 cm from the distal end of the medial segment due to overstress/damage and the circuit numbers associated with them could not be determined. Also, the insulation was broken 4.4 cm from the distal end of distal segment. The body of the insulation was cut through 5.3 cm from the proximal end of the proximal segment. The distal segment had no shorts when tested from the distal end. Shorts were not checked from the proximal end of the distal segment due to its condition. In addition, there was environmental stress cracking (esc) on the outer insulation at or near the tines/electrodes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
During an office visit, it was discovered that all combinations on the lead were greater than 4000. Patient was not receiving any symptom relief. A battery interrogation of the battery was performed before surgery and all combinations were in fact over 4000. Lead and battery was replaced and replaced. The issue was resolved at the time of this report. No further patient complications have been reported as a result of this event" in the event description.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.